Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One full osseotite® tapered implant (fnt411) was returned for investigation. Visual evaluation of the as returned implant identified gouges around the threads and drive feature possibly due to the removal process. The device could not be functionally tested for the reported failure/event (mucositis). Pre-existing condition noted on the per is 'moderate bone density ¿ type ii'. The reported device had been placed on tooth # 43 (fdi) for approximately 1 year. X-ray or picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019. Information identified: contraindications, warnings, precautions, and potential adverse events. Per the applicable IFU, abscess, fistula, suppuration and inflammation have been listed as potential adverse events. DHR review for the lot (2018101796) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event after implantation of the device. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op# 0210). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot (2018101796) and no similar event or complaint was found. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, damage to the implant occurred during the removal process. Device malfunction and the reported event could not be verified as the exact details of event and patient anatomical conditions were non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided.

Event description:
It was reported that the implant was removed due to permanent mucositis. The site presented inflammation and hyperplasia. When doctor was trying to remove the implant he tried first with forceps and was not able to remove it so he decided to remove with a removal mechanical system and when the implant was out, the instrument was stuck with the implant and doctor drilled the implant to remove the tool.